Event description:
Same case as MFR report#: 2134265-2009-07107. It was reported that during a rotational atherectomy procedure, the burr became stuck in the lesion. The status of the floppy rotawire is unk. The lesion being treated was located in the severely calcified circumflex artery (cx). The physician was performing ablation, and the 1.75mm rotalink plus burr became stuck in the lesion. The physician was unable to remove the burr, and therefore, the pt was sent to surgery. However, during surgery, the physician was unable to remove the burr. The cx has been bypassed, with the burr remaining in the vessel. The pt was reported to be in stable condition. Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.